Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Door issue/fails pm/not detecting sets. Door assy- hinge damage. Soft fault- other- specify in comments. (B)(4). Unit was in for repair previously and the biomed believes it is having the same issue as before based on the service report. He says that he believes the problem would be solved with just replacing the door.